Manufacturer narrative:
Received one used list# unknown, extension tubing; one used list# unknown, cassett with tubing; one used list# ch2000, spiros¿ closed male luer. As received, no physical damage or other anomalies observed. Spiros was received activated. Tested with returned mating device, no separation observed. Cannot confirm customer complaint of spiros connector starting to unwind itself. A device history lot# review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device/s are available for evaluation- they have not been received.

Event description:
The event involved an unspecified spiros where the customer reported that they are experiencing the connector starting to unwind itself off a patient ivs. Every time a problem arises with these spiros (which have personally had this situation happen about 4-5 times since we started using the new brand of microclave) is that where the spiros attaches to the microclave itself, it untwists itself without being touched. The majority of the time, it is not a problem, but it is odd when it does happen. So, the piece in the photos would not be of help in the situations they have. Every time it has happened, it is on a cadd pump. The spiros comes out of pharmacy attached to the pump, so no information on the lot number, etc. Upon disconnect it was not coming unscrewed when the tape was removed and there was no evidence of a leak. The event did occur during patient use and there was no harm/adverse event.